Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable defib lead: (B)(6) 2001; 4194 implantable pacing lead: (B)(6) 2005; d314drg implantable cardi overter-defibrillator: (B)(6) 2011; 3387s x2 dbs leads: (B)(6) 2013; 37601 dbs implantable pulse generator (B)(6) 2013; 3708660 x2 neuro extensions (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead was not capturing at maximum output. The lead remains in use. No patient complications have been reported as a result of this event.